Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and torque device used with the guidewire were not returned. Visual inspection of the device revealed that the guidewire was returned in two fragments. The guidewire distal nitinol and core wire were separated. The core wires' 0.6cm section was protruding through the separated proximal nitinol side and the core wire appeared to be corroded then separated as well. Analysis under magnification of the hydrophilic coating showed a large amount of unknown substance and bubbles on several places along the guidewire nitinol approximately 25cm section from its distal end. There was discoloration on the guidewire separated sections and bubbles on the proximal nitinol section. No anomalies were observed with the ptfe (polytetrafluoroethylene) coating. The hydrophilic coating was inspected wet and did not reveal any bumps. Functional testing could not be performed due to the damaged condition of the returned device and the guidewire appeared to be separated due to corrosion. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared per the dfu. The unknown substance found on the guidewire appeared to be a salt (likely dried saline) from flushing related to procedural factors encountered during the procedure. The nitinol at the fracture site appeared to have been corroded due to long term exposure to salt and is possible that the fracture occurred post procedure. Scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy analysis was performed to further examine the fracture site and the bubbles and the control section of the hydrophilic coating are the same substance. Due to heavy contamination on the fracture surface, it was difficult to assess the cause of the fracture. However, based on the information currently available a definitive cause of the observed damages could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device noted that the guidewire was broken into two fragments. No consequences to the patient were reported.